Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, the presenting egm showed that the right atrial (ra) lead exhibited low out of range pacing impedances and undersensing. Ts discussed with the hcp possible causes and recommended troubleshooting options. At this time, the crt-d and ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).